Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that visited a walk-in clinic yesterday afternoon, where they were diagnosed with a urinary tract infection (uti) and prescribed an antibiotic. The patient noted that uti symptoms began around noon yesterday and mentioned that it could be related to self-catheterization. They also mentioned the need to call their healthcare provider to provide their catheterization numbers. The patient plans to maintain their current stimulation level and continue tracking their symptoms. They inquired whether they should keep monitoring their symptoms. The patient was advised to contact their healthcare provider for further guidance and assistance